Manufacturer narrative:
(B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was noted that the guide wire insertion was not easy to advance prior to the catheter insertion. After intra-aortic balloon (iab) insertion, the waveform rounding was seen for center lumen. It could not be solved by flushing. Then the waveform became flat and pressure could not be monitored. The iab was removed and replaced to continue therapy. There was no injury or harm to the patient.